Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with diabetic ketoacidosis and high blood glucose of 574 mg/dl on (B)(6) 2017. The customer also reported their blood glucose rose to 800 mg/dl at one point. The customer was treated with insulin via IV drip and fluids. The customer was wearing the insulin pump at the time of the hospitalization. The customer also reported a motor error alarm. The insulin pump passed a displacement test and motor error alarm did not recur. The insulin pump will not be returned for analysis.